Event description:
A reliant balloon catheter was chosen for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the procedure and once the reliant balloon was taken out and flushed, the physician noted that it felt like air was leaking. The physician replaced the syringe; however, the unusual feel persisted. The physician decided not to use the device and a new one was selected and used with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine. Upon inspection of the catheter, it was unremarkable in appearance. The guidewire lumen was flushed successfully. When attempting to inflate the balloon, the water inflated the balloon as expected. The balloon was inflated to 60 cc and pressure was maintained; there was no leaking or unexpected deflation observed. The event was not confirmed; the balloon inflated as expected. The root cause of the event could not be conclusively determined; no issues with the balloon were observed and the device was unremarkable.

Manufacturer narrative:
(B)(4).